Event description:
The 840 ventilator stopped cycling while in use with a pt. The pt was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) verified the reported malfunction. The cse inspected the device and replaced the power supply and the analog interface pcb. The unit passed extended self testing.